Event description:
Ivc filter inserted in 2008. The patient returned to the facility in 2009 for sudden onset of chest pain. The ivc filter was removed, one short strut was missing. The strut was found in the right ventricle, it required surgical removal.